Event description:
A 1.5mm diameter x 10mm length sprinter legend rx balloon dilatation catheter was inserted in a patient; however, it was reported that when pressure was provided, the balloon could not be inflated. Subsequently, one other sprinter legend rx was inserted in the patient, but failed to be inflated in the same manner (MFR report# 2953200-2009-014400). Prior the delivery of relevant device, one other sprinter legend rx (smaller size) was successfully inflated at lesion site. The target lesion, located in the lad # 6-7 was described as a cto moderately tortuous with severe calcification. The physician assumed that the balloon had been ruptured (before inflated) due to the severe calcification. No abnormalities were noted during the preparation and inspection prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. There was no damage noted to the bloodied hoop; however, resistance was noted when attempting to remove the device from the hoop. This indicates that the device may have been re-loaded into the hoop from the field while wet. A small amount of tergazyme was injected into the hoop, so as to lubricate the device, and the device was then removed with no issues noted. There was no damage noted on the device shaft or transition tubing. The balloon folds were still visible with folds underneath. The distal tip was severely flared and damaged indicating that resistance was encountered advancing the device. There was crystallized residue and blood present in the balloon and the inflation lumen indicating the presence of a leak. Negative purge failed to detect the presence of a leak possibly due to the crystallized residue and blood present in the inflation lumen. The device was placed in a water bath in an attempt to disperse the residue from the inflation lumen. On removal from the water bath, negative purge confirmed the presence of a leak. A short radial tear was located immediately distal to the marker band. There were no abnormalities or lifting noted on the distal side of the marker band. The target lesion in the lad # 6-7 is reported to have been in a moderately tortuous vessel with 100% stenosis and severe calcification. Information received from the account confirmed that the physician encountered resistance and applied force to advance the relevant device across the target lesion. As the balloon folds were still evident on the returned device, it appears most likely that the tear to the balloon material occurred during advancement of the balloon across the lesion. The tear on the balloon resulted in the balloon not inflating when pressure was applied and thus the folds remained intact. Therefore, it appears the lesion morphology was the root cause of the reported event. Prior delivery of the relevant device, the physician had successfully inflated a 1.25x10mm sprinter legend rx balloon at the lesion site. Post removal of the relevant device, the physician encountered resistance when attempting to deliver a 2.0x10mm sprinter legend rx balloon across the lesion and a leak was detected on the first inflation. Information received from the account confirmed that one balloon from another manufacturer was used to successfully treat the lesion. The possibility exists that the delivery of the sprinter legend rx balloons across the lesion may have resulted in cracking of calcified plaque and partially opening of the stenotic lesion, thus making easy to deliver and inflate the other balloon at the lesion site. It was reported that no abnormalities were noted during inspection and preparation of the relevant device prior to use. The damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the balloon is advanced and/or inflated. Based on the information available, the device has not been identified to be the root cause of the event. The root cause of the event was most likely due to patient lesion morphology coupled with force applied advancing the balloon across the lesion.

Manufacturer narrative:
(B)(4). Results: severe calcification, 100% stenosis. Force applied during advancement of relevant device. Conclusion: severe calcification, 100% stenosis. Force applied during advancement of relevant device.